Event description:
A doctor reported that during a vitrectomy procedure, the intraocular pressure (iop) decreased due to falling irrigation. There was no problem with irrigation when the infusion cannula was uncoupled from the trocar. The irrigation failed when the "infusion cannula and the trocar were worn." The doctor indicated the event was caused by an occluded trocar. Add'l info has been requested.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when add'l reportable info becomes available. (B)(4).